Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg), value was not provided. In addition, it was reported that the customer experienced a low bg level of 46 mg/dl. Reportedly, the customer was not monitoring bg levels due to a non-tandem sensor. The customer consumed a snack to address the low bgs. The customer declined to further troubleshoot with tandem technical support.